Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) resulting in inappropriate mode switching on the implantable cardioverter defibrillator (ICD). The lead and device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).